Event description:
Maude user report received that states: "the patient had an acute myocardial infarction and was taken emergently to the catheterization lab. The perclose device was deployed in the right femoral artery over the wire, the suture was deployed, and when the clinician pulled the plunger out of the device, the suture was broken while removing the device. The end of the device broke off leaving the perclose in the body. The patient had to go the operating room for right groin exploration to retrieve the device." No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.